Event description:
It was reported to philips that the control panel hand knob of the c-arm had bent which could impact geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.